Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing blood glucose level of 29 mmol/l; took correction via pump without success. Customer stated she continued to experience elevated blood glucose levels that did not respond to boluses via pump; was taken to the hospital. Customer alleges pump does not deliver insulin. Customer was treat with IV saline, glucose and insulin via pen. Requested return of the alleged device for evaluation.